Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024, wherein the fractured right l1 lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had experienced a traumatic event. X-rays confirmed patient's l1 drg lead had fractured. As a result, surgical intervention may take place at a later date to address the issue.